Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer would not interrogate any devices. Also, part of the internal circuitry was short. The shortage in size of this part of the internal circuitry caused traces radio frequency digital for 24 volts power to burn up. There was no evidence of abuse or mishandling observed. The touch screen was dented. All affected components were replaced. The programmer passed all functional incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no patient involvement.